Event description:
A medwatch report, mw5102697, was received. Report stated the resident removed right masectomy jp drain #1 without complication. Resident removed right jp #2 and the distal part of the drain was retained. Provider supervising the resident removed left masectomy jp #3 and again the distal part of the drain was retained. Both drains broke off at the connector site. Patient was informed. Medications were prescribed as appropriate. The retained parts of the drains were removed in surgery. Multiple attempts were made to get further details on product number, required medications, and date of drain removal surgery with no response back from customer. Medical device report being filed for adverse event.

Manufacturer narrative:
As no lot number was provided, we were unable to trace the device history record (DHR), quality testing performed and corresponding results. The non-conformance report (ncr) data since (B)(6) 2020 to present was reviewed and no issues that could be related to the condition reported were found. The customer sample was not available for evaluation. Root cause for the reported concern cannot be identified. Although, no information on lot number nor a return unit was provided for evaluation this condition can be referenced to (B)(4). This CAPA was opened to investigate broken drains condition. It is recommended to strictly follow the instructions provided in the instruction for use (IFU) data included with the product to ensure drains are properly used. According to the instructions for use (IFU). ¿drains or tubing should not be handled with any instruments. This can lead to tearing, warping, or weakening and subsequent breakage of the drain. To facilitate removal of the drain, the drain and tubing portions should not be curled, pinched, over-stretched or sutured; either internally or externally. Do not suture the drain(s). Drains should be placed and removed carefully by hand only with a slow, steady pressure. Excessive force may result in breakage. During placement and removal of the drain, do not nick, cut, tear or otherwise damage the drain as this may lead to breakage. Leaving the drain implanted for any period of time which allows for tissue ingrowth around the drain and into the holes, may cause breakage on removal.¿ we will continue to monitor trends and utilize the information as part of continuous improvement.